Event description:
On (B)(6) 2010, patient reported while she was changing her insulin cartridge, she overfilled her cartridge with insulin and one drop of insulin spilled inside of the cartridge compartment of her infusion device. On call back from patient, she reported she no longer had the cartridge that was in use during the incident. On call back from the patient on (B)(6) 2010, patient reported insulin came out of the bottom of the cartridge which caused the insulin in the infusion device. Patient stated she noticed a little bit leaked from the bottom of the cartridge when she was filling it but did not think much of it. Patient reported she then inserted the insulin cartridge into the infusion device and as she was priming she noticed it started to leak from the bottom of the cartridge. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was discarded; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.